Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown implanted: (B)(6) 2024 product type lead product ID wr9230 serial# (B)(6) product type recharger product ID 977a260 serial# unknown implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 16-jan-2028. D10: the serial number for the dislocated lead is either (B)(6) and right now this info is unknown. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient contacted the patient contact center (pcc) and reported severe pain in the area of the implanted neurostimulator (ins) pocket. The patient needs an urgent appointment at the hospital. They have very stark pains in their back and they have a suspicion the leads might have dislodged. They want to have that confirmed in the hospital. The patient has been notified that they should call back if issue is not resolved. A follow-up appointment has already been scheduled for (B)(6) 2026. Further details are not yet available. Additional information was received. It was confirmed that the patient was at a doctor¿s appointment and was not hospitalized. There was no pocket pain, the patient¿s back and leg pain had become stronger. The caudal lead is 1.5 mm dislocated, not major impact, and x-rays were taken. There was reprogramming the evolve standard with 2 options and the issue resolved. Information confirmed with the physician / account. Additional information was received. Information was provided for the patients¿ leads (there are 2 of them). The cause of the dislocation was unknown. The patient also called back stated that after their appointment and apparently since recently the recharger was not charging on the docking station anymore. A new wireless recharger kit was requested.